Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("ultrasound identified a coil entering the uterine cavity / malposition of essure device: uterine cavity"), genital haemorrhage ("abnormal bleeding/ heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included endometriosis since 2009, trichomoniasis since 2013, gerd since 2013, uterine fibroids since (B)(6) 2016, other disorders of intestine since 2016, nausea since 2011, degenerative disc disease since 2013 and body mass index normal. Concomitant products included cyclobenzaprine hydrochloride (flexeril) since 2014, ibuprofen (advil) since 2004, ibuprofen since 2004, meloxicam since 2013, pantoprazole (protonix) since 2017 and topiramate since 2008. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal distension ("bloating"). In 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menopause ("hormonal changes: perimenopause"), urinary tract infection ("infection (bladder/urinary tract/vaginal): urinary tract infection") and nausea ("nausea"). In 2013, the patient experienced migraine ("migraines / migraines"), constipation ("gastrointestinal or digestive system condition: constipation"), alopecia ("hair loss"), headache ("headaches"), visual impairment ("vision/eye problems: vision") and hypoaesthesia ("other injury or complication: numbness in legs and hip"). In (B)(6) 2014, the patient experienced vulvovaginal pruritus ("allergic or hypersensitivity reaction: vaginal itching"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain, back pain and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery"), fibroma ("fibroid tumors") and gastrooesophageal reflux disease ("acid reflux"). The patient was treated with surgery (supracervical hysterectomy (partial) and bilateral salpingectomy to remove the essure device), surgery (ablation), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, migraine and procedural pain was resolving, the genital haemorrhage, fibroma, dysmenorrhoea, vaginal discharge, weight increased and abdominal distension had resolved and the vaginal haemorrhage, menorrhagia, vulvovaginal pruritus, fatigue, constipation, gastrooesophageal reflux disease, alopecia, menopause, urinary tract infection, headache, nausea, visual impairment and hypoaesthesia outcome was unknown. The reporter considered abdominal distension, alopecia, constipation, device dislocation, dysmenorrhoea, fatigue, fibroma, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, menopause, menorrhagia, migraine, nausea, procedural pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Following the removal surgery, she suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Ultrasound scan - on (B)(6) 2016: a coil entering the uterine cavity. Most recent follow-up information incorporated above includes: on 30-may-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction: vaginal itching, dysmenorrhea (cramping), fatigue, gastrointestinal or digestive system condition: constipation, severe acid reflux, hair loss, hormonal changes: perimenopause, infection (bladder/urinary tract/vaginal): urinary tract infection, headaches, nausea, vaginal discharge, vision/eye problems: vision, weight gain/loss: weight gain, other injury or complication: numbness in legs and hip, bloating, did not undergo confirmation test. Concomitant disease added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("ultrasound identified a coil entering the uterine cavity") and genital haemorrhage ("abnormal bleeding/ heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain/back pain"), migraine ("migraines"), procedural pain ("painful post-operative recovery"), abdominal pain ("abdominal pain") and fibroma ("fibroid tumors"). The patient was treated with surgery (underwent supracervical hysterectomy and bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, back pain, migraine and procedural pain was resolving and the genital haemorrhage, abdominal pain and fibroma had resolved. The reporter considered abdominal pain, back pain, device dislocation, fibroma, genital haemorrhage, migraine and procedural pain to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Following the removal surgery, she suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: a coil entering the uterine cavity. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event abdominal pain, back pain, fibroid tumors was added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("ultrasound identified a coil entering the uterine cavity") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), migraine ("migraines") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent supracervical hysterectomy and bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, back pain, migraine and procedural pain was resolving. The reporter considered back pain, device dislocation, genital haemorrhage, migraine and procedural pain to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Following the removal surgery, she suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: a coil entering the uterine cavity. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.